Event description:
It was reported that a user experienced an initial absence of glucose readings on the ilet bionic pancreas after starting a new dexcom g7 continuous glucose monitor (cgm) sensor, despite the sensor connecting to the dexcom app and the pump indicating connection. No clinical signs, symptoms, or conditions were reported. Outcomes included no medical intervention and no health impact. User support included basic troubleshooting and education by phone. Investigation of this case revealed that readings populated on the ilet main screen during the call and the issue resolved without further action, indicating a transient communication or display delay without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a temporary connectivity or data synchronization delay between the cgm and the ilet.